Event description:
During the surgical procedure the laparoscopic instrument was broken resulting in the conversion to an open procedure to retrieve broken fragments. Snowden-pencer dorsey fenestrated graspr sp90-6278. Double-action, 5 mm, 45 cm, 25 mm jaw esu, rotation, ratchet/ratchet defeat.